Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: attachment device. The brand name, catalog number, lot number and device manufacture date were unknown. PMA/510(k) number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the head of the attachment device overheats a lot when using an unknown saw blade device, and there comes a time when the saw blade gets stuck and does not move. It was reported that this was apparently due to lack of lubrication. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.